Event description:
Customer reported that the upper fitment became disconnected resulting in a chemotherapy loss and spill (doxorubicin). The separation was not identified during loading, reportedly it had been attached to the pt and infusing for at least 1 hour before the leak occurred or was identified. There was no report of pt harm or medical intervention. Customer stated that no add'l event or pt info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.